Event description:
It was reported that an alert was triggered due to non-sustained episodes and short v-v intervals that were due to electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.